Event description:
Rptr writes: "I wish to remain anonymous, however, my child has experienced a rash to their hands from wearing latex gloves at the restaurant where they work. This concerns me deeply, as I am type I and type IV latex allergic and after a 28 year career in nursing, I was told by the allergist to quit my job or I would die. I thought once being out of the environment, I would improve. I have, however, gotten worse. How can we get all restaurants to go latex free to protect the customers who are allergic to latex? The restaurant where my child works is part of a franchise.